Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal. Also, the device inappropriately shut down while attempting to charge energy. Complainant indicated that there was no pt involvement in the reported malfunction.